Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2024, this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported to fresenius customer service he was hospitalized with fullness and dyspnea following drain complications during pd therapy. There was an inferred allegation this event was related to the performance of the liberty select cycler in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2024 following fluid retention attributed to pd catheter (not a fresenius product) complications and hyperglycemia attributed to using the inappropriate strength of dialysate during pd therapy. Concerning the patient¿s hyperglycemia, the patient utilizes 4.25% delflex too often and inappropriately that caused his glucose to rise in the environment of preexisting diabetes mellitus type 2. Concerning the patient¿s pd catheter complications, it was explained the end of the patient¿s pd catheter was found to be too high in his abdomen. Coupled with the patient¿s severe obesity, this caused drain complications with associated symptoms during ccpd therapy resulting in fluid retention over multiple pd treatments. The patient¿s catheter complications were not addressed during this hospitalization as he was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course, and he was discharged to home on (B)(6) 2024. It was confirmed the patient¿s pd catheter complications, hyperglycemia and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continued ccpd therapy on the same liberty select cycler at home with persisting drain complications post-discharge. The patient was hospitalized again in december 2024 where they received a catheter revision. Based on the required information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Event description:
On (B)(6) 2024, this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported to fresenius customer service he was hospitalized with fullness and dyspnea following drain complications during pd therapy. There was an inferred allegation this event was related to the performance of the liberty select cycler in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2024 following fluid retention attributed to pd catheter (not a fresenius product) complications and hyperglycemia attributed to using the inappropriate strength of dialysate during pd therapy. Concerning the patient¿s hyperglycemia, the patient utilizes 4.25% delflex too often and inappropriately that caused his glucose to rise in the environment of preexisting diabetes mellitus type 2. Concerning the patient¿s pd catheter complications, it was explained the end of the patient¿s pd catheter was found to be too high in his abdomen. Coupled with the patient¿s severe obesity, this caused drain complications with associated symptoms during ccpd therapy resulting in fluid retention over multiple pd treatments. The patient¿s catheter complications were not addressed during this hospitalization as he was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course, and he was discharged to home on (B)(6) 2024. It was confirmed the patient¿s pd catheter complications, hyperglycemia and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continued ccpd therapy on the same liberty select cycler at home with persisting drain complications post-discharge. The patient was hospitalized again in (B)(6) 2024 where they received a catheter revision. Based on the required information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: based on the required information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Therefore, the completion of a clinical investigation is not warranted at this time.